Event description:
This lv lead was implanted on (B)(6) 2011 and remains implanted. Physician couldn't get this lead to connect to an adaptor during the procedure. The physician was dr. (B)(6) at (B)(6)center in (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).